Manufacturer narrative:
(B)(6). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a t10-l3 fusion procedure with kyphoplasty at t10, t12, and l2. Pedicle screws and hardware from globus medical were also used during the surgery. It was reported that this was an open procedure with 5 hours of anesthesia. Reportedly, the kyphoplasty was completed and during the start of the placement of the globus rods the patient coded and passed away. It was reported that there were no cement extravasations, the mixing method used was mixer, and the IFU was followed during the procedure. It was reported that the cement was doughy and homogenous prior to delivery into the patient. Reportedly, the patient was in the prone position during the procedure under general anesthesia. Cause of death was not provided. No pre-existing conditions for the patient were known. No other details are known at this time.

Manufacturer narrative:
Medical judgment: "patient underwent kyphoplasty from t10 to l2 as part of a larger stabilization procedure using pedicle screws and rods from another company. The patient was elderly and apparently was under anesthesia for 5 hours. The "kyphoplasty" as it was related to fusion most likely represents screw augmentation due to osteoporotic bone rather treatment for compression fracture. No complications or malfunctions were encountered during this portion of the procedure."